Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 37086, serial# unknown, explanted: (B)(6) 2016, product type: extension. (B)(4).

Event description:
The health care provider (hcp) reported via the company representative (rep) that high impedance was recorded during check up with clinician programmer. Troubleshooting was performed of reprogramming. Surgical intervention was required of replacement of the extension. The issue was resolved at the time of this report. The rep was going to follow up with the hcp five days later to obtain more information. The patient was alive with no injury. Additional information has been requested to find out the impedance measurements, cause of high impedances, and if therapy was effective now. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Device analysis for extension (B)(4) revealed body conductor broken less than 5cm from proximal end.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID 37085-60, serial# (B)(4), product type: extension. Product ID 37086, explanted: (B)(6) 2016, product type: extension. Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.